Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
Related manufacturer reference number:2017865-2022-10353. Related manufacturer reference number:2017865-2022-10355. Related manufacturer reference number:2017865-2022-10357. It was reported that the patient experienced pocket infection. The implantable cardioverter defibrillator, atrial lead, right ventricle lead, and left ventricle lead were all explanted. No patient consequences.